Event description:
It was reported that "on (B)(6) 2012, the patient underwent the surgery with the small xia. On (B)(6) 2012, the surgeon confirmed x-ray. And he found that the connector broke. Therefore, the surgeon removed the broken connector and the patient underwent the revision surgery. On (B)(6) 2013, the surgeon confirmed x-ray. He found that the connector broke again. Therefore, the surgeon removed the broken connector and the patient underwent the revision surgery on (B)(6) 2013. The surgeon requested the investigation of the broken connector."

Event description:
It was reported that "on (B)(6) 2012, the patient underwent the surgery with the small xia. On (B)(6) 2012, the surgeon confirmed x-ray. And he found that the connector broke. Therefore, the surgeon removed the broken connector and the patient underwent the revision surgery. On (B)(6) 2013, the surgeon confirmed x-ray. He found that the connector broke again. Therefore, the surgeon removed the broken connector and the patient underwent the revision surgery on (B)(6) 2013. The surgeon requested the investigation of the broken connector."

Manufacturer narrative:
Method: device inspection; device history review; complaint history review; risk assessment. Results: xia titanium 4.5 extended connector small was returned and visually confirmed to be fractured. Based on the x-ray picture, a fracture of the component in the area appears to have been yielded under instantaneous load or too much fatigue induced by the patient. There is evidence to believe, based on the x-rays, that the construct was not stable enough and caused the fracture to occur. The device history indicated that there was a manufacturing issue that was due to dimensional deviations. Conclusion: there is evidence to believe that the construct was not stable enough and caused the fracture to occur. The root cause of the reported event cannot be determined.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation.